Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues." This report is number 2 of 2 MDR's filed for the same patient (reference 3002806535-2016-00227 / 00228). Product location unknown.

Event description:
Patient was revised approximately six years post-implantation due to adverse reaction to metal debris (armd). All components were removed and replaced.